Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Visual inspection was performed on the sensor plug, no cracks in the sensor neck was observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Customer reported receiving a sensor scan result of 80 mg/dl and consuming food. Customer then self-treated with insulin (dose/type unknown) via his insulin pump. Customer reported experiencing a seizure and being taken to a hospital, where a reading of 14 mg/dl was obtained on an unspecified meter. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with hypoglycemia and given an unspecified IV drip. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Customer reported receiving a sensor scan result of 80 mg/dl and consuming food. Customer then self-treated with insulin (dose/type unknown) via his insulin pump. Customer reported experiencing a seizure and being taken to a hospital, where a reading of 14 mg/dl was obtained on an unspecified meter. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with hypoglycemia and given an unspecified IV drip. There was no report of death or permanent injury associated with this event.